Event description:
Related manufacturer reference number: 3006705815-2022-01206. It was reported the patient experienced ineffective therapy. Diagnostics discovered both of the patient's leads had high impedance on all contacts and the leads had fractured at the anchor site. In turn, surgical intervention was undertaken wherein both leads were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain patient weight. Further information was requested but not received. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.